Event description:
Caller states that the pt tested 4.7 inr and 7.4 inr during duplicate testing. Customer reportedly held own coumadin not at the advice of a dr. No adverse event reported. Requested return of suspect device and replacement was sent.